Manufacturer narrative:
The complete lead returned was returned for analysis. A set screw mark was noted on the terminal pin and ring. The suture sleeve remained tied-down on the lead body approximately 13.5 centimeters to 16 centimeters from the terminal pin. Additional testing indicated that the lead was not electrically continuous. The lead had a fractured inner coil approximately 17.5 centimeters from the terminal pin.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable lead had fractured. The patient underwent a lead revision procedure where the lead was cut and capped. There were no additional adverse patient effects reported.

Event description:
Subsequent information indicated that the lead was returned for analysis.